Event description:
The patient reported signs of infection including a heat sensation, swelling, and redness from the incision site down through their ankle and foot. Additionally, the patient reported impaired healing. Oral and IV antibiotics were prescribed, an explant was procedure was performed on (B)(6) 2025, and the patient is doing fine.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, improperly closing the surgical site, multiple tunneling attempts, using inappropriate tools, not prescribing antibiotics pre-operatively, and the patient not attending their post-op visit have been ruled out as potential causes. Additionally, the patient touching or picking at the wound was ruled out. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.